Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. A leak in the purge filter unit inside the plastic box from the pressure membrane was noted.. There was no patient harm.

Manufacturer narrative:
D6b, explantation month, day, and year have been updated. Corrected information provided in d3 (manufacturer fax).

Event description:
Additional information received that reports the device will be returned for investigation upon explantation.

Manufacturer narrative:
B5. Additional event description added. D1. Brand name corrected.